Event description:
It was reported that after recanalization and multiple coronary stent implantation, the wire became stuck and separated at the tip as the system was removed with force. The distal tip of the wire remains in the pt. Pt status is listed as "ok".